Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed rate calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Sample inspection: the inspection process performed on pump module s/n (B)(4) found it to be in good condition. Log analysis results: a review of the pump module error log shows no errors or malfunctions related to calibration. Bd service reported the device failed rate calibration. There was no patient involvement therefore only a review of the error log was performed. Test results: using asm, the ¿as received¿ pump module device was observed to fail the rate calibration task as the new vpmr value was outside the acceptable range of 153.9-188.1 l (microliters) at 151.5 l. After replacing the source bezel assembly with a dchu known good bezel assembly, the device passed the rate calibration task and the new vpmr was at around 169 l. A verification of the rate accuracy task was performed and was observed to pass. The received bezel assembly was reinstalled and the rate calibration task was performed. The device calibrated for rate; however, the new adjusted vpmr was at the lowest specification of the range. Further assessment of the source bezel assembly to be performed by operations (ops) engineering (to be referenced in dir 10000387917). Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 07/13/2015. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause: the proximate cause of bd service¿s report that the device failed rate calibration was determined to be a result of an issue with the bezel assembly. This issue was escalated to operations engineering for further assessment and the root cause has been determined to be a change in gap size between the primary pumping finger and the platen over time. Bd service¿s report that the device failed rate calibration was confirmed on the returned pump module. Alaris system maintenance testing of the source pump module observed the device failing the rate calibration task and could not be calibrated. After replacing the source bezel assembly with a new bezel assembly (from repair center), the pump module passed the rate calibration task. Further assessment of the source bezel assembly was performed by operations engineering: root cause has been determined to be a change in gap size between the primary pumping finger and the platen over time. The gap size between the primary pumping finger and the platen seems to increase over time due to flexure of the pump module mech frame. This flexure is due to the screw holding the rear case of the device in place. This screw is attached directly to the mech frame and puts a constant pulling force on it, which over time causes the fatigue and flexure exhibited in this investigation. Over time, the mechanism frame will flex/fatigue, increasing the gap size between the primary pumping finger and the platen of the device. This larger gap causes a reduction in the volume per mechanical revolution (vpmr). The reduction in vpmr was enough to place the device¿s vpmr value outside of the acceptable range. There was no patient involvement therefore only a review of the error log was performed. No errors or malfunctions related to calibration were observed. The issue was discovered during bd service handling. There was no patient involvement.

Event description:
It was reported that the device failed rate calibration. No additional information was provided. There was no patient involvement.